Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display cable was found to be disconnected from the back of the central processing unit. The cable was reconnected, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preuse checkout, the display was not functional. There was no report of patient involvement.